Manufacturer narrative:
On 4-12-2023, the following information was reported: the pump history was reviewed, and no data was available for the reported issue date of 3-9-2023. On 11-22-2022, the pump history verified that multiple malfunction alarms occurred.

Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported impact to the customer's blood glucose (bg) level. No additional patient or event information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.